Event description:
The customer reported that his blood glucose reached 389 mg/dl within an hour of activating the pod. He stated that the cannula was out of the body and insulin was delivering outside the skin. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The customer reported that the cannula was not inserted in the infusion site and insulin was delivering outside the body. If the cannula did not insert properly or had dislodged, it could contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.